Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) stated that the pump did not flip. The patient was seen ¿today¿ in clinic and was able to reprogram and fill in two days. It was noted that the pump was ¿operational.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the main medication was dilaudid. The indication for pump use was non-malignant pain. The patient reported that they were having trouble with their communicator not communicating with their pump since thursday. The patient stated that the devices were fully charged up, but they were not able to deliver a bolus since thursday. During the call, the agent asked the patient to connect with the handset and communicator and the patient said they were getting the no pump found screen. The patient confirmed they had not had a fall or trauma. The patient did state that the other day the pump felt like it was on its side, but they were not sure if the pump flipped or not. The agent recommended repositioning the communicator to connect to the pump, and the patient mentioned getting service code 353 (exit application ¿ are you sure you want to exit the application? Ok or cancel). The agent reviewed the meaning of the code and assisted the patient with resetting the handset and communicator after which the patient was able to do a bolus. The patient confirmed both the handset and communicator were charged. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed device function and recommended that the patient consult with their healthcare provider¿s office for next steps. The patient stated they were on vacation and would not be home for a couple of days. The patient called again on (B)(6) 2025 stating that they saw their healthcare provider on friday, and they could not get the communicator to work, and then stated that they think the communicator needs to be replaced. A replacement communicator was requested from the repair department because the communicator was unable to communicate.